Event description:
Access site closure was attempted with a prostar 9 fr pvs device. The cardiologist reported good marking with both the predilator and the device, and good capture. When he pulled back on the sheath he lost hemostasis. He attempted to advance the knots, but did not achieve full closure. The cardiologist sent the pt to surgery to avoid any potential for an arterial tear from working the knots. The surgeon noted knots in the fascia (eg, not advanced to artery). No tears were noted the the artery. Imcomplete knot advancement was suspected.